Event description:
Customer reports discrepant results with meters compared to lab. Patient #3. Date: (B)(6) 2010; inratio - 1.6; lab - 2.58. Lab drawn within 30 minutes of meter results.

Manufacturer narrative:
Investigation pending.